Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer¿s allegation was confirmed. E216 was observed occasionally due to defective distal end insertion unit. The device evaluation also found there was an indentation in the insertion tube, and the connecting tube had a wrinkle. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the evis lucera elite bronchovideoscope had an e216 scope communication error. The issue was observed during preparation for use on a diagnostic (bronchoscopy) procedure. The procedure was completed with a similar device with no delay. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The e1 "telephone number" and g2 fields were corrected based on the information available at the time of the initial submission. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 1 year since the subject device was manufactured. Based on the results of the investigation, physical stress was applied to insertion section during user handling causing damaged to the charge coupled device (ccd) unit. The event can be detected by handling the device in accordance with the following section of the instructions for use: "inspection of the endoscopic image." The event can be prevented by handling the device in accordance with the following section of the instructions for use: -do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.